Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) that the screen(s) went black and when the bme looked at the cns, the green light indicator on the screen was still on. The bme rebooted the cns and it appears the issue was resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) display screen(s) went black and when the bme looked at the cns, the green light indicator on the screen was still on. The bme rebooted the cns and it appears the issue was resolved. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the display screens on the central nurse's station (cns) went black. The green light indicator on the cns screen was still lit. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the display screens on the central nurse's station (cns) went black. The green light indicator on the cns screen was still lit. The bme rebooted the cns, which resolved the issue. No patient harm or injury was reported. Investigation summary: once the customer rebooted the cns, the device was working properly, without any further issues. Trending for the device and facility revealed that the facility had been having several network connectivity and communication issues, with this same device. This further supports that the issue is highly likely due to a network connectivity/communication issue, due to the facility's network environmental issues. Due to recent changes made by the facility to the network infrastructure, the occurrence of complaints has decreased since. A definitive root cause of the issue cannot be determined, as the cns was working as intended after the device was rebooted.